Event description:
The complainant alleged that during biomed testing, the user could not adjust the device's pacer output. The complainant indicated that there was no pt involvement in the reported malfunction.